Event description:
Directional arrow on cassette indicated cassette was inserted in tubing backwards by MFR. Rather than pumping fluid in, blood was extracted from pt. No adverse effect to pt in long term.